Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the driving cap/threaded (part # 03.010.523, lot number: l793986) was received at us cq. The threaded distal tip has broken off at the most proximal thread form. The broken-off fragment was returned lodged in concomitant device radiolucent insertion handle (part# 03.033.001, lot# l551431) there were scratches on the device which has no impact on the functionality of the device. No other issues were identified with the device. The complaint condition is confirmed for the driving cap/threaded as the threaded distal tip was broken off at the most proximal thread form. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use (off-axis or excessive hammer blows based on the numerous dents on the proximal surface). There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. The need for further corrective/preventive action will be assessed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.010.523 lot: l793986 manufacturing site: bettlach release to warehouse date: 18. May 2018 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. As indicated in the manufacturing documents the correct material 1.4542 was used according specifications. The raw material certificate was reviewed and the used material was according to specification. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during an unknown procedure, while the surgeon driving for an unknown left cephalomedullary nail for the distal one-third femur fracture, the threaded driving cap became loose and broke off into the radiolucent insertion handle. The reported event causes a surgical delayed for another one (1) hour in removing the insertion handle while still in patient's soft tissues and reattached another handle from the second set. Case proceeded with no further delays or complications. Concomitant device reported: radiolucent insertion handle(part: 03.033.001, lot# unknown, quantity# 1) unknown nail (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).